Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had leakage and had a few questions for stimulation adjustment for their implanted device. The patient was provided the manufacturer¿s patient services number and hours of operation for future assistance and assistance from a manufacturer representative. Additional information was received on 2017-aug-24. Patient continued to report that they have begun having trouble keeping the urine flow and having accidents more frequently. Also, they had a period of severe constipation where they needed to go to the urgent care. They stated that they used miralax which seemed to help but eventually stopped and then they had difficulty with any attempt to void. Patient also mentioned they had sensitive painful feelings in the left buttock at the site of the implant, and that they had a fall where they slipped and fell on the concrete on the opposite side of the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.